Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. Pump monitored for several days. Unit received with normal operating current. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected reset alarm noted. Insulin pump received with scratched reservoir tube window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rewinds and reprimes issues. Customer stated that the insulin pump had no delivery alert and also rejected new battery and surface scratches on reservoir window and screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.